Event description:
It was reported that: "we have a product that the tubing broke off, resulting in the catheter requiring surgical removal". Awaiting additional information.

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). Additional information received 27-sep-2024 indicates the patient was discharged, and experienced "no additional symptoms" related to the event. No patient harm was reported. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "we have a product that the tubing broke off, resulting in the catheter requiring surgical removal".